Event description:
On an unknown date in (B)(6) (best estimate between 1st february and 15th february 2023), patient went into hearing care provider clinic with his dome and part of the receiver stuck in his ear. He did not complain of pain or discomfort. Clinician used tweezers to pull the piece out of the patient's ear. No further symptoms were reported. No further information expected.

Manufacturer narrative:
Manufacturer's reference sf (B)(4). Technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. No abnormality captured for the affected unit. Trended case device investigation conclusion: there's traces of ear wax all the to the bottom of the rear housing and no trace of glue besides at the bottom of the rear housing. There were too little glue to keep all parts bonded and it could be that the glue was impacted by the ear wax. Receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process not good enough. Clinical assessment concluded: clinical evaluation of the event: case involves part of a receiver broken off in the patient's ear. Hearing care provider removed the object from the ear. There were no problems removing the object from the ear. No further symptoms were reported. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report.